Event description:
The customer contacted baxter's technical service center, to report a system error (se) 2240 (air in set), while on the home choice (hc) device, during fill 1. The home patient (hp) stated that the heater bag must not be connected properly because it disconnected. The baxter technical representative (tsr) explained the alarms and had the hp cycle power twice to clear alarms. The tsr then explained that the supplies were compromised. The hp stated that she wanted to use manual supplies for that night. The tsr advised the hp to call the registered nurse(rn) in next 24 hours to inform regarding any missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set), was confirmed. The cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected without falling. Since the lot number is unknown, no batch review will be performed. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.